Event description:
Down arrow key was stuck. During initial manufacturing testing, it was found that the set rate and vtbi (volume to be infused) independently changed during programming. After set-up, the pump would begin to infuse at the programmed rate and vtbi, however if the dial was placed back to rate or vtbi, the numbers began to decrease spontaneously. The device then infused at the new decremented rate or vtbi. After an unspecified length of time, the pump sounded an alarm indicating a stuck key. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.